Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided, no conclusion can be made as to the degree to which the bard device in question may be causing or contributing to the patient¿s reported post operative pain. As reported the patient is working with her doctors and it is reported that she will undergo further testing and is seeking medical management options for the pain. It was noted that there are two small fat containing hernia, below the umbilicus, which is below the earlier repair. It is possible that the pain experienced by the patient is related to two new hernias, however at this time no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the repair of two recurrent side by side umbilical hernias and was implanted with a bard ventralight st hernia patch. As reported the hernias were previously repaired primarily and the patch was used during this procedure for added support. The contact states the patient has experienced post operative pain since the time of implant. As reported the patient¿s surgeon, allegedly told her she should expect to have some level of pain for about a year following the procedure. The patient did not pursue further medical attention as a result of the surgeon¿s advice, however, the pain continues and she is "tired" of being in pain all the time. The pain is described as shooting, pulling sharp and constant. As reported the patient experiences pain when leaning against anything at the abdominal level. It is reported that imaging was performed in the past, date unknown but did not show anything; however, a CT scan done on (B)(6) 2016 showed two small fat containing hernias below the umbilicus. The contact reports that it is not certain if these are associated with the earlier repair and the patient is waiting to undergo further testing, however nothing has been scheduled at this time. As reported most recently the patient underwent an endoscopy procedure in which a biopsy was taken; the results are pending. As reported, when the results are available the patient will discuss further options for medical management of her pain.